Manufacturer narrative:
It was reported that the patient had or is being evaluated to undergo transcatheter valve replacement (valve-in-valve). The reason for the valve-in-valve intervention is unknown. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. Re-operative valve surgery and valve-in-valve intervention carry significant risk. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 8 years, 1 month due to unknown reasons. As reported, there was no indication that the surgical valve failed prematurely.

Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received.

Manufacturer narrative:
H10: additional narratives: updated b5 and h6 per new information received.

Event description:
It was reported that a 3000tfx 21mm aortic valve was explanted after an implant duration of 8 years, 1 month due to stenosis. The patient presented with doe and fatigue. A 11500a 23mm was implanted in replacement. The patient was in recovery.